Manufacturer narrative:
The manufacturer reviewed available device records related to the reported event. Device logs indicate the ilet pump powered off on (B)(6) 2025 at approximately 05:00 due to battery depletion and was not powered on again until (B)(6) 2025 at approximately 11:44. During this period, insulin delivery was interrupted. A factory reset was noted in the device history. No additional malfunction alerts were identified in the reviewed logs. The device was not returned for physical evaluation. The patient was hospitalized and treated with insulin and intravenous fluids and later resumed ilet therapy. If additional information becomes available or the device is returned, the manufacturer will reassess and submit a supplemental report as appropriate.

Event description:
On (B)(6) 2025, the patient experienced severe hyperglycemia with reported blood glucose levels up to approximately 900 mg/dl. Prior to emergency medical services involvement, the ilet pump was powered off due to battery depletion, resulting in interruption of insulin delivery without the patient¿s awareness. Emergency medical services were called, and the patient was transported to the hospital, where the patient was hospitalized from (B)(6) 2025, treated with exogenous insulin and intravenous fluids, discharged, and resumed ilet therapy.